Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report display brightness problem on the liberty select cycler. Screen was dim during treatment complete. Unknown step. Display brightness was set to 10. Patient stated that the letter in the screen are hard to read. Replaced cycler due to display brightness problem. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Advised to retain iq drive and contact to his pdrn/nurse to inform of replacement. Patient will not perform capd/manuals. Estimated time arrival (B)(6) 2024. Schedule pick up for (B)(6) 2024. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reporter event. Patient confirmed that the replacement has arrived. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2233 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.